Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an acl surgery the device broke while screwing in. All parts were retrieved from the patient. There was no harm for patient, operator or third party. The surgery was finished successfully with another device. A fast thread screw with 8x23mm was used. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-4020c-09 interference screw 9 x 20 mm serial/batch number (B)(6) was received for investigation. Visual evaluation found that the screw lost geometry on the thread, and it was broken off at the distal end at the tip. Functional testing could not be performed due to the damage to the device. The most likely cause for the broken screw can be attributed to misuse due to improper bone preparation; misaligned insertion; or prying/leveraging the screw during insertion.